Event description:
It was reported the persona base plate for test inlay fractured. The pin fractured off without force. No adverse events have been reported as a result of the malfunction. Attempts have been made and no further information has been provided at this time.

Manufacturer narrative:
Cmp-(B)(4). Report source: foreign country: germany. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.h6: proposed component (annex g) code is mechanical (g04) - provisional bottom.visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided.device history record was reviewed and no discrepancies related to the reported event were found.root cause was unable to be determined.if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.